Event description:
Pt on ballard closed suction system attached to an endotracheal tube. The ballard system was changed and a blue cap over the exhalation port was not removed not permitting the pt to exhale. The pt developed bilateral pneumothoraces requiring chest tubes be inserted. Package insert is not prominent addressing the removal of the cap from the exhalation port on the ballard device. The cap has no markings to indicate that it should be removed for t-piece use.